Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kcds, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported symptoms of increased frequency, cannot get to bathroom on time, and wetting more pads. The changes were consider a sudden change in therapy/symptoms. Pain at ins (stimulator) site which was at the left side of hip and discomfort in upper leg when she lays on that side. Symptoms started after the fall in (B)(6) 2015. The patient mentioned symptoms started at time of fall but later changed to say it was (B)(6) 2015 that symptoms began. Later in call, patient again stated symptoms started at time of fall. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.